Event description:
It was reported that during a holmium laser lithotripsy procedure to treat kidney stones, it was noted, outside the patient, that the fiber broke on the connection part between the fiber and the console. The procedure was completed with another fiber. There were no patient complications reported.

Manufacturer narrative:
MFR email: (B)(4).

Event description:
It was reported that during a holmium laser lithotripsy procedure, it was noted that the fiber broke. The procedure was completed with another fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
MFR email: (B)(4).